Event description:
It was reported to boston scientific corporation that the extractor rx retrieval balloon was used during an ercp (endoscopic retrograde cholangiopancreatography). During the ercp procedure,the balloon popped while extracting a stone from the bile duct. No material was left behind in the pt. The procedure was completed with another extractor rx retrieval balloon. There was no report of pt complications or injury due to this event. Post procedure, the pt was reported to be fine.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of shipping history, batch history, historical trending, and similar complaint trending for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.